Event description:
The account alleged that the bed exit does not alarm when weight is removed from the sleep surface.

Manufacturer narrative:
The account found that the bed exit tape switches were staying closed when weight is removed from the sleep surface. The account replaced the bed exit switches to repair the bed.